Event description:
A customer reported experiencing a cartridge alarm 20 on two occasions. Despite the alarms, there was no adverse impact on the customer¿s blood glucose level as it remained below 500 mg/dl. The customer initially reloaded the original cartridge before contacting technical support, who then assisted in loading a new cartridge using the correct technique. The issue was successfully resolved, allowing the customer to resume insulin therapy.